Event description:
It was reported that during the procedure, after implanting a non-abbott stent in a lesion in the superficial femoral artery, without pre-dilatation performed at the lesion, a thrombus was detected prior to performing post-dilatation of the stent. Post-dilatation was then performed using a 5x80x135 armada 35 balloon dilatation catheter (bdc) via advancement into a short unspecified sheath, and to the stent. After inflating the armada to nominal balloon pressure, the balloon of a 5x80x135 armada 35 balloon dilatation catheter was unable to be deflated. An empty 20 milliliter (ml) syringe was connected to the armada and negative pressure was drawn to aspirate the contrast; the armada was then inflated with only saline using the syringe, then negative pressure was applied repeatedly until the balloon was deflated enough (partially deflated) to withdraw it from the anatomy. As dilatation was not considered completed, another armada 35 bdc was used to both treat the existing thrombus and complete post-dilatation. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. The reported deflation difficulties were unable to be confirmed. Based on visual inspection, functional testing, and dimensional measurements of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). Although abbott vascular was not able to confirm any deflation issue during the testing conducted on this returned device, abbott vascular has recognized a product deficiency with the armada 35 dilatation catheter regarding inflation/deflation difficulties, and has initiated a voluntary field action for the armada 35 and armada 35 ll pta catheters on august 16, 2012. Rigorous product analysis identified that some devices may exhibit difficulty inflating and/or deflating. To date, the frequency of worldwide reported events for difficulties inflating and/or deflating the balloon has reached a threshold of (B)(4). Abbott vascular has implemented corrective actions to ensure ongoing product performance.